Event description:
An incident was reported where a customer became unconscious and was picked up by an ambulance after manually administering a bolus dose without knowing his blood glucose level. His partner called for emergency assistance, and he was treated with a glucagon pen in the ambulance, where the customer was subsequently hospitalized with a blood glucose reading at 1.4 mmol/l upon arrival. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies.